Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿both ts were deployed simultaneously.¿ t1, t2 and suture were returned but had been separated from the device. The depth limiter was attached and had been fully retracted. The delivery needle was slightly pushed toward the right. The device cycled and actuated as expected. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair surgery, both ts were deployed simultaneously. A backup device was used to complete the surgery. No patient injury reported. No delay reported.